Manufacturer narrative:
Updated data: b5. A4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transcatheter bioprosthetic pulmonary valve was implanted inside the pulmonary homograft due to mixed lesion stenosis regurgitation. The patient was reported as doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID pb1016; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; explant date na product ID pb1016; product lot/serial number na; product type: heart valve; implant date 2019, explant date 2022 product ID hc150-12; product lot/serial number na; product type: heart valve; implant date 2012; explant date 2022 product ID pulmonary homograft; product lot/serial number na; product type: heart valve; implant date 2022; explant date product ID onx mechanical valve; product lot/serial number na; product type: heart valve; implant date 2022; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve, the valve was implanted into a previously implanted medtronic pulmonary homograft. Three years following the valve implant, both valves were explanted and replaced by a pulmonary homograft. The reason for explant was not known. Of note, the patient also has a non-medtronic mechanical valve implanted in the aortic position. Two years following the pulmonary homograft replacement, a transcatheter bioprosthetic pulmonary valve was implanted for an unknown reason. No additional adverse patient effects were reported.